Event description:
The following was reported to hamilton medical ag: the report from hospital say: at 7:50 a.m. On (B)(6) ICU medical staff checked the function of hamilton-c1 ventilator before routine use, and found that the oxygen battery test and calibration could not pass. Currently, the machine is not used by patients, and no patients are involved.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed reportable. Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Under investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: at 7:50 a.m. On (B)(6) 2023, ICU medical staff checked the function of hamilton-c1 ventilator before routine use, and found that the oxygen battery test and calibration could not pass. Currently, the machine is not used by patients, and no patients are involved.